Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report that following a mitraclip procedure the patient had a prolonged hospital stay. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted with a reduction in mr to 1. The patient remained hospitalized due to altered mental status (confusion and incoherence) related to decreased ejection fraction (ef) and cardiac output after reducing mr. Four days post-procedure, the decrease in ef and change in mental status resolved five days post-procedure, the patient was discharged. In the physician¿s opinion, the prolonged hospitalization and patient symptoms were possibly related to the procedure, but not related to the device. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported heart failure (decreased cardiac output/altered mental status) could not be determined. Heart failure is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.